Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the insulin pump had off no power alert. The blood glucose was 320 mg/dl at the time of the incident. Troubleshooting steps were guided for off no power alarm. Customer stated that, they did not receive a low battery alert prior to the off no power alert and bad battery alert. Customer stated that, there were not unattended alarms. Customer stated that, this is the second occurrence of off no power without a low battery warning. The customer advised to replace the insulin pump. The insulin pump will be returned for analysis.